Event description:
It was reported that during preparation for a coronary stenting treatment procedure stent damage occurred. During preparation it was noticed that the 3.00x24mm veriflex stent did not look right and it was believed that the stent became damaged when the stent cover was removed. The device never entered the patient and the procedure was successfully completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: an examination of the returned device found that the stent was stretched and pulled on the balloon. This resulted in the stent struts being stretched and damaged and the distal section of the stent was positioned out over the distal tip section of the device. The balloon did not appear to have been subjected to any positive pressures. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during preparation for a coronary stenting treatment procedure stent damage occurred. During preparation it was noticed that the 3.00x24mm veriflex stent did not look right and it was believed that the stent became damaged when the stent cover was removed. The device never entered the patient and the procedure was successfully completed with another of the same device. No patient complications were reported.